Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a low blood glucose (bg) level of 25 mg/dl. Reportedly, customer overrode their bolus, and then initiated a bolus manually. Reportedly, customer was found non-responsive by their son and was treated with dextrose and glucagon. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.